Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The full event site name listed is (B)(6). The iabp was evaluated by the facility¿s biomedical engineer. A getinge service territory manager (stm) contacted the customer by phone and was able to help determine that this issue was caused by a leaky test balloon. This iabp device was successful when tested by the customer with a functional test balloon, and then returned to clinical service.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) unit boots up fine but will not perform an autofill. Autofill error message keeps coming up. This event occurred before use on a patient, thus no adverse event was reported.